Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted for female sterilization. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure implant removal). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (ess205) (batch no. 828627) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". Concomitant products included ethinylestradiol; etonogestrel (nuvaring) from 2006 to 2010. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2011, the patient experienced abdominal pain ("abdominal pain"). In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge") and urinary incontinence ("urine incontinence"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). The patient was treated with surgery (hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia and urinary incontinence outcome was unknown and the urinary tract infection, vaginal discharge and abdominal pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, pelvic pain, urinary incontinence, urinary tract infection and vaginal discharge to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date: (B)(6) 2011. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2019: new pfs received: new events added: infection (bladder/ urinary tract/vaginal) type: uti, bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, abdominal pain, plaintiff did not undergo essure confirmation test. Were added. New reporter was added. Lot number was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted for female sterilization. On (B)(6) 2006, the patient had essure (ess205). Inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure implant removal). Essure (ess205) was removed on 31-jan-2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (ess205) (batch no. 828627-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". Concomitant products included ethinylestradiol;etonogestrel (nuvaring) from 2006 to 2010. On (B)(6)2006, the patient had essure (ess205) inserted. In (B)(6)2011, the patient experienced abdominal pain ("abdominal pain"). In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge") and urinary incontinence ("urine incontinence"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). The patient was treated with surgery (hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6)2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia and urinary incontinence outcome was unknown and the urinary tract infection, vaginal discharge and abdominal pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, pelvic pain, urinary incontinence, urinary tract infection and vaginal discharge to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date- (B)(6)2011. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jan-2019: update of information (batch is invalid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.